Event description:
It was reported that during the implant procedure, the physician had difficulty inserting leads into the header of the pulse generator. The leads were able to be connected and the device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.